Manufacturer narrative:
One opened trocar cannula/hub assembly in a tray. The sample was examined per facility procedure, and was determined to be visually conforming. An inside diameter (ID) dimensional test was performed and this was also determined to be conforming. The final customer lot was identified. A device history record review was conducted and the product released met the product¿s acceptance criteria. The sample evaluation and device history review confirm the product meets specification. A root cause for the customer complaint cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the probe cutter would not go through the trocar valve cannula during an eye surgery. To resolve the issue the surgeon took another trocar valve and the same thing occurred. The probe was replaced , primed, and the procedure was completed. Additional information and product sample have been requested for this report. This is the first of two reports for the same event. This report is for the trocar valve.